Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Exemption number e2014015. Total number of events reported: 2. 2- exair anterior - attachment: [otp.zip].

Event description:
As reported to coloplast, though not verified, patient's legal representative stated yeast in the groin.